Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urethral erosion after a catheter was inserted while the device was activated. A surgical procedure was performed in which all components were removed, and a suprapubic catheter was placed. During removal of the pressure regulating balloon (prb), the surgeon injured the epigastric artery, and vascular surgery was consulted to place a clip. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issue of erosion and perforation was attributed to inadvertent/unintentional interaction of the product from the physician injuring the epigastric artery during the procedure. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urethral erosion after a catheter was inserted while the device was activated. A surgical procedure was performed in which all components were removed, and a suprapubic catheter was placed. During removal of the pressure regulating balloon (prb), the surgeon injured the epigastric artery, and vascular surgery was consulted to place a clip. There were no further patient complications reported.